Manufacturer narrative:
The pump had an intermittent act button response due to the corroded keypad traces. The pump had a minor scratched lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the act button does not always work. Customer stated that during priming, she noticed the act button wasn't working. Customer's father stated that the issue started occurring maybe a month or so ago. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer's father agreed to return the old pump.